Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. It has been confirmed that the same event has been already reported under report number (B)(4) (our internal reference number (B)(4)). We conclude that the event will be investigated under this last complaint mentioned. Therefore, this report will be closed as duplicate. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Internal reference number: (B)(4).

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the limited information provided, the clinical root cause and patient impact beyond the reported events cannot be determined. However, it has been reported that the patient has recovered. Should any clinical documentation become available in the future, a thorough medical assessment may be rendered. No further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
Study: (B)(6); subject: (B)(6); ae: 01 infection. It was reported that, after a tha surgery performed on (B)(6) 2019, due to the developed of periprosthetic joint infection a revision surgery was performed on (B)(6) 2019 for an irrigation debridement and the extraction of the oxinium femoral head 12/14 taper 36 mm -3 ((B)(6)) and the r3 0 degree xlpe acetabular liner 36mm ID x od 54mm ((B)(6)). This adverse event was resolved and patient is recovered.